Event description:
It was reported that scs ipg required frequent charging. The charging frequencies and charging duration increased gradually. The physician and the pt will decide on potential device replacement. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Recall: add'l # - 1627487-05242011-002-r.